Event description:
It was reported that the pump battery was charging slower than expected. There was no reported impact to the customer's blood glucose level. Reportedly, customer continued using pump for insulin therapy.